Manufacturer narrative:
The event was reported to have occurred between (B)(6) 2017. Initial reporter postal code: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink valve backflowed. During an infusion with an unspecified solution from a primary bag via gravity, blood backflowed and remained in the set after sealing the tube which lead to no flow situation when infusion was re-started. The device was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.